Manufacturer narrative:
A product investigation was completed: the implant was received broken through the fifth hole from the left side of the plate (when plate oriented with part/lot number visible). An examination of the fracture site shows homogenous material, and a device history record (DHR) review showed that the raw material met specifications during the production process. The plate also has various scratches and marks consistent with implantation and removal. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The cause of the complaint condition could not be determined, but it is possible that the selected plate was too small for the specific use/patient and the plate failed due to the applied weight. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The cause of the complaint condition could not be determined, but it is possible that the selected plate was too small for the specific use/patient and the plate failed due to the applied weight. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-ray was reviewed by the manufacturer and it was noted that the plate breakage could be confirmed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery for a broken plate on (B)(6) 2016. On (B)(6) 2015, patient was treated for a left femoral shaft fracture with a 14-hole 3.5mm curved lcp plate and seven 3.5mm cortical screws. Patient reported for routine two-week follow-up visit on (B)(6) 2016. On the same date, the patient said he stood up to get out of bed that morning and heard a popping noise in his left leg. Upon radiographic examination, it was discovered that the plate that was implanted on (B)(6) had broken at an unoccupied screw hole. Revision surgery was performed on (B)(6) 2016. At the time of the revision procedure, the existing hardware was successfully removed, the fracture was reduced, and a new plate, along with ten 3.5mm cortical screws, were implanted to serve as fracture fixation. The procedure was completed successfully. There was no surgical delay reported. This report is 1 of 1 for (B)(4).